Event description:
It was reported that the device was used during a low anterior resection, according to the note, the device would not staple when engaged. No reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.